Event description:
Pt's mom says last couple times she is using connectors they look little shorter in length than what she has used in past. She used lot # 0061989403. That she is having issues with pulling medication into bigger syringe from smaller syringe. Mom used the old one that worked better has lot # 0061971191. Informed mom for time being we can send her some so she can use for the doses she has in home and will have someone look in to see if anyone else has complained of same issue or not.